Event description:
It was reported that the external pulse generator (epg) turned off post surgery. The caller stated that the users of the epg's do not replace the battery with every new patient. Technical support (ts) educated the caller regarding testing that could be done to determine if the epg could be put back into service. The caller will complete the long term test and possibly call back if needed. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).